Manufacturer narrative:
Device was returned for evaluation. The returned tb-0535fc (lot# kr850754) was evaluated due to "probe damage error" issue. The reported complaint was not confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. A probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has separated with charred marks observed, however no metal exposed was noted. Additionally, the wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe tip. In summary, the reported complaint was not able to confirm as the device operates normal with no signs of error codes or abnormalities.

Event description:
Customer reported that the thunderbeat tb-0535fc immediately gave a probe damage error when plug in. The procedure was completed using another device. No patient harm or injury was reported. Product return noted that the teflon pad was separated with charred marks on the probe when inspected.